Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was failed to login into the system and health sight viewer and exhibited an authentication error. The technical support specialist (tss) dialed into the server, verified the weblink and confirmed that the patient encounter system link was working and able to sign in. Tss identified that the certificate was not saved on the trusted folder, ran a configuration file to bind the certificate and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, authentication errors occurred when attempting to log in to the es server and health site viewer. There were no adverse events or injuries reported based on this event.